Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to b e received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4)- manufacturing date: june 25, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat a radius fracture of the distal end. During the procedure, the surgeon attempted to set the drill guide in the proximal hole of the plate in order to insert and lock a locking screw. However, the drill guide was not able to be secured properly in the plate. The surgeon verified that the angle was correct for insertion and that there was no soft tissue obstructing entry. Eventually, the surgeon was able to successfully insert the screw, even though the drill bit had not been firmly secured into the plate. The procedure was completed with a ten (10) minute prolongation. Concomitant device(s) reported: variable angle locking compression (va-lcp) two-column distal radius plate (part: 04.111.621s, lot: 9834505, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received, and an investigation summary was performed. The investigation of the complaint articles has shown that: the drill guide received shows no damage at all, furthermore there are some signs from use visible at knurl, but otherwise is the part in a good condition. During the investigation, a functional test was performed, with two (2) plates (02.110.850 and 04.111.630), and also with a drill bit ø1.8mm (310.509). The drill guide fully passed the functional test. As it is unclear which plate was used we have chosen two different ones for the check. As a result, the complained drill guide article 323.029 could be screwed in to the plate threads without any problem. In addition, the drill bit could be inserted in the drill guide without any deviation. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.